Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged approximately 48 hours after implant and required a lead replacement in order to achieve acceptable electrical parameters. The lead was explanted and replaced. No patient complications have been reported as a result of this event.